Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised to address aseptic loosening of the tibial component at the bone to cement and cement to implant interfaces. Unknown cement was used. A size 4 sigma fixed bearing tibial, a size 4 8mm cruciate retaining fixed bearing insert, and a 38mm oval dome patella were removed. The surgeon revised with a size 4 mbt revision tibial tray, a 16mm x 75mm fluted stem, a 53mm metaphysical sleeve, and a 38mm oval dome patella. Doi: (B)(6) 2015; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.